Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device passed all testing; therefore, no problem was detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The inappropriate shock occurred in an isolated episode, and therapy was not exhausted. Reprogramming options were discussed and the device was reprogrammed. No further adverse events have been reported outside of the inappropriate shocks to the patient. The evidence suggests that this ICD was explanted and replaced.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received one inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The inappropriate shock occurred in an isolated episode, and therapy was not exhausted. Reprogramming options were discussed and the device was reprogrammed. No further adverse events have been reported outside of the inappropriate shocks to the patient. The evidence suggests that this ICD was explanted and replaced. Currently, this ICD has been received for analysis.